Event description:
After the implantation of the device involved in this report, device parameters were printed. There was a mismatch between printed values and programmed settings.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued on sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Reportedly, upon interrogation performed after device implantation, there was a mismatch between programmed and printed value of the rest rate. Analysis revealed that the values printed were the values effectively programmed in the device (as specified). Nevertheless, the device configuration regarding pacing rates was: basic rate = 60 min-1. Rest rate = 70 min-1. This programming was inconsistent, since the rest rate can't be greater than basic rate. It was confirmed that in this abnormal configuration, the rest rate algorithm was deactivated and only the basic rate was used by the device. Origin of this inconsistent programming could not be identified in the expertise files of the programmer that was used to interrogate the device after implantation. Reportedly, another programmer was used in order to perform device configuration before implantation. Unfortunately, files from this programmer could not be retrieved; therefore, no final conclusion could be drawn regarding the origin of the inconsistent programming. (B)(4).